Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Latest in situ measurements showed 9 electrode channels either with high impedance status or short circuits. An accident or trauma is not known. Re-implantation surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Re-implantation surgery has been scheduled for (B)(6) 2015. Latest in situ measurements showed 9 channels with high impedance or short circuits. An accident or trauma is not known.